Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During final tightening driver tip broke off. The broken piece was retrieved. No injury to patient was reported

Manufacturer narrative:
(B)(4). One (1) cam tightener shaft was returned for evaluation. Visual examination at the macroscopic level revealed that the tightener had one fractured and one twisted tri-lobe tip. The fractured tip was not provided for analysis. The optical image of the fractured surface show plastic deformation at the tri-lobes and torsional shear markings following a circular pattern; the plastic deformation at the tri-lobes indicates a torsional overload of the fractured tip. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the tri-lobes and extending to the center of the shaft, the potential fracture termination site. The twisted tip shows a permanent deformation around the edges of the tri-lobes and slight twisting along the length of the tri-lobes, which indicates that the tip experienced a static torsional overload. No material defects or other abnormalities were observed in this analysis. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tip of the cam tightener shaft being broken intra-operatively cannot be determined. However, fracture analysis suggests that fractured tip underwent a quasi-static overload torsional shear failure starting at the tri-lobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.